Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon deflation failure occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon failed to deflate. During withdrawal, it was noted that resistance was felt and the hypotube became kinked. The balloon was simply pulled out from the patient's body and the procedure was completed with a different device. No complications were reported and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. The device was received in three sections as a result of two hypotube breaks. A visual and tactile examination identified two complete breaks of the hypotube. The first break is located approximately 170mm distal of the strain relief. The second break is located approximately 90mm distal of the first break. The hypotube was also noted to be kinked at more than one location along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the hypotube that may have contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The condition of the returned device would not allow the investigator to inflate the balloon in the normal fashion, due to the break in the hypotube. As a result, an inflation aid (epidural fixture) was attached to the distal section of the hypotube break. This facilitated the connection of a boston scientific encore inflation unit which allowed the balloon to be inflated. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 12atmospheres using glycerol/water without issue. A vacuum was then applied, and the balloon was fully deflated without issue. The inflation device was verified at 12atmospheres, before and after use with a calibrated pressure gauge. This inflation and deflation to rated burst pressure of 12atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation, balloon deflation or the balloon material. A visual and microscopic examination identified no damage to the markerbands or blades of the device. All blades were present and fully bonded to the balloon material. A microscopic examination identified no damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon deflation failure occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon failed to deflate. During withdrawal, it was noted that resistance was felt and the hypotube became kinked. The balloon was simply pulled out from the patient's body and the procedure was completed with a different device. No complications were reported and the patient was good post procedure.